Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was between 300-500mg/dl with no reported ketones or symptoms. Reportedly, there were no pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and the patient remained on the pump. Review of the pump history revealed that there was patient error in the basal rate. This complaint is being reported for the allegation of hyperglycemia associated with a patient use error and not a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/11/2016 with the following findings: the black box began on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available total daily doses correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions or errors, alarms or warnings during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was not required to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.